Event description:
Related manufacturer reference number: 3006705815-2022-00830. It was reported one of the patients leads is displaying high impedances following a fall. Surgical intervention may be pending to address the issue. Note: it is unknown which lead is affected so both are reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported surgical intervention was undertaken wherein the affected lead sn (B)(6) was explanted and replaced to address the issue. Based on information obtained, decision is not reportable as issue did not pertain to this device.

Manufacturer narrative:
Based on information obtained, decision is not reportable as issue did not pertain to this device.